Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the blade was blocked in the sheath. Another like device was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4) - blade will not advance. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00972. The same pt is represented in each medwatch.